Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her reservoir and got up at 12-1 am. Customer's blood glucose was 114 mg/dl at 3 am. Customer stated that her endocrinologist is working with her. Customer's blood glucose was 345 mg/dl and she had not eaten. Customer tested again at 5 am when she woke up and her blood glucose was 400 mg/dl. Customer stated that there was nothing on the meter and everything was working. Customer plugged in so extra insulin goes in and it was not moving. Customer put the pump upside down to see if that would help but the black thing still would not move. Customer took extra of insulin and changed everything. Customer's blood glucose was 348 mg/dl at the time of the incident. Customer's current blood glucose is 207 mg/dl. Customer stated that she wants to talk to her doctor first because she has been in a lot of pain due to breaking her foot. Customer stated that her doctor feels this is why she had high blood glucose.